Event description:
Patient also stated since she started the vgo, she has had issues with the vgo falling completely off. Patient stated she has to put surgical tape around the adhesive pad. Patient confirmed she is cleaning the site before applying the vgo.